Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was getting shocked. The patient reported that they get chocks from the tip of their head down to the toes. The patient stated that this occurs regardless of whether the stimulation is on or off. The patient stated this has occurred since implant, and the patient stated their managing healthcare provider (hcp) laughed at them. The patient was sent a list of different hcp's in the area. The patient stated no action has been taken to resolve the issue. The only circumstance that led to the shocking could be that the patient lost 70 lbs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that they requested to speak to a manufacturer representative but the representative was unavailable. The patient stated that they wanted to notify the manufacturer representative that they had made a mistake when they previously stated that the healthcare professional had laughed at them about being shocked. The patient reported that they have ¿no comprehension of time¿ and was on morphine full time. The patient again called back requesting to speak to the manufacturer representative. The patient stated that they had contacted the healthcare professional (hcp) to discuss about having the neurostimulator removed but he hcp ¿mumbled a little bit and they called trying to get another treatment to get the shocks in place. The patient reported that the hcp stated that to get the implant to work in place they were going to get some lawyers. The patient reported that they are wondering why the hcp was going to a lawyer. The patient was reviewed that patient services does not make legal advice or discuss any legal action. The patient indication for use is spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.